Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed to deploy. The footplate did not deploy as it was inside the main white sheath. Prolonged manual compression applied until haemostasis was achieved. The angio-seal was cut open to ensure the footplate was still within the device and not embolized into patient. The patient was informed that the closure device failed to deploy correctly but the hole would be sealed with pressure, and the patient would need to remain flat on bed for a little longer than initially expected. The retrograde procedure and the patient was of average size. There was no blood loss reported. It was reported that there was no harm to the patient. Additional information was received on 2/2/2018. The footplate was in the angio-seal and no embolization. Additional information was received on 2/5/2018. While longer time was needed in recovery, the patient was ambulated and has been discharged.

Manufacturer narrative:
One used 6 fr angioseal vip device was returned for evaluation. No accessory components were received with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor could be seen at the distal tip of the hemostatic sheath. However the anchor was not posted. There was a 1" cut in the hemostatic sheath causing the anchor to be exposed. The device was subjected to functional testing. Force was applied to the anchor, deploying the collagen and suture. There were no functional anomalies noted with the device. Based on the evaluation performed and the complaint description the complaint could be confirmed for non-deployment pullout. The cut in the hemostatic sheath was inflicted by the user as stated in the complaint description. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.